Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: associated medical product: milling handpiece: catalog#00592704000, lot#ni. G2: foreign: australia. Diligence is in progress to determine whether the product is available to be returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, the milling burr was unable to fully assemble with the burr tip, as if something was blocking it from seating. The surgery was able to be completed with a second burr. There was a ten (10) minute surgical delay however no patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.